Event description:
It additional information from the customer, it was reported that a size 2.7 fr microcatheter was used and was flushed prior to deployment of coil. It was confirmed that the coil partially deployed into the intended target area, separated, and required a snare for removal. No other adverse effects were reported for this incident.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter name and address: customer (person): phone: (B)(6). PMA/510(k): preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a nester platinum embolization microcoil partially deployed and became stuck in a catheter from another manufacturer during an embolization procedure. The coil became "stuck" in the right subclavian artery following various attempts to deploy. A snare was used to remove the coil from the patient. No other adverse effects were reported for this incident. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
A representative of (B)(6) hospital (india) informed cook on 04feb2023 of an event that occurred on (B)(6) 2023 involving an mwce-18-14-3-nester (nester platinum embolization microcoil) from lot 14587035. It was reported that the coil partially deployed after becoming stuck in the microcatheter, eventually separating, requiring retrieval from the patient. Reviews of the complaint history, device history record (DHR), quality control, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used coil was returned to cook for evaluation. Upon visual inspection, it was noted the coil appeared separated. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: "warnings: if difficulties occur when deploying the embolization coil, withdraw the wire guide, coil and angiographic catheter simultaneously as a unit." Based on the available information, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. It is possible that the coil passed through a portion of the catheter that the flushing process missed, allowing the coil to not smoothly transition into the patient, but this cannot be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.